Event description:
Additional information indicated that this lead was explanted.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this left ventricular (lv) lead developed an infection. Additional information has been requested; however, no further information is currently available.